Manufacturer narrative:
Note that section d information references the main component of the system and other applicable components are: product ID 388928 lot# 0210699635 serial# implanted: (B)(6) 2016 explanted: product type lead product ID 3037 lot# serial# (B)(4) implanted: (B)(6) 2016 explanted: product type programmer, patient. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
A healthcare professional via a manufacturer representative reported a consumer was implanted due to brachial plexus pain. The effect was good in stage 1, when the device was implanted, but the effect was not meeting the consumer¿s expectations. The consumer suspected the rationality of disposable implantation. The doctor did a second surgery to change the ins implant position; now the consumer had suspected infection or rejection reaction and the wound would not heal.

Event description:
Additional information received from the representative reported the reason for the ins being moved was ¿bladder infection, try another bladder.¿ the cause of the wound not healing was either infection or rejection, not sure. Any actions/interventions taken/planned were noted as ¿to deal with the wound dressing.¿ it was noted that the wound not healing was not resolved, and the ins was explanted on (B)(6) 2017.

Event description:
Additional information received from a representative reported that after initial implant, the consumer reflected that the wound was unable to heal after discharge; hence doctors given the wound of consumer for dressing change for two weeks. The doctors implanted the ins for the consumer in the contralateral again in (B)(6) 2016, but the wound was still unable to heal after operation. The doctors were proceeding inspections for the consumer at present to check whether there are causes such as diseases of immune system and transplant reaction that caused wound of two operations to not heal.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
A consumer¿s family reported the consumer¿s device was explanted due to the effect was not good. There was not a 50% reduction of symptoms.